Event description:
Information received indicates the brake caster will continue to ratchet from side to side after the brake is set.

Manufacturer narrative:
The technician replaced the worn brake caster to repair the bed.